Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device cannot secure the cutter. The device was not used in surgery. No pt or user injury occurred. No additional information provided.